Event description:
A 77-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2021. On (B)(6) 2025, the patient's spouse informed novocure that the patient experienced a fall on (B)(6) 2025. The spouse reported that he was unsure of the exact circumstances, but the patient was walking down the hallway when she collapsed. The patient was reportedly coherent and responsive. Subsequently, the patient was taken to the hospital and admitted to the intensive care unit, where a (CT) computed tomography scan revealed two intracranial hemorrhages and a suspected seizure. In addition, the incident resulted in a minor laceration to the occipital region of the scalp, which required closure with four staples. The patient was on anti-seizure medication and adjustments to her regimen were made. At the time of the fall, the patient was wearing the optune gio device. An image provided shows the occipital scalp area with four staples in place with the transducer arrays placed to avoid the affected area. No signs of active bleeding, drainage, or erythema were observed. Attempts were made to contact the healthcare provider (hcp) for additional clinical details regarding the event; however, no response was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to the skin laceration cannot be ruled out. The fall, cerebral hemorrhage and seizure were unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).